Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that the foreign material was coming out from the suction cylinder. There was a possibility that the subject device had been used to the patient with the foreign material clogged in the subject device. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was inspected at okr. (B)(4) checked the subject device and found that the reported phenomenon was duplicated. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from (B)(4), omsc surmised that the reported phenomenon was attributed to the following. - the user did not perform the pre-cleaning immediately after the procedure, and/or the appropriate reprocess and/or appropriate amount water feeding was not performed, consequently it became difficult to remove the foreign material. - the facility staff was insufficiently trained regarding the handling following the instruction manual and/or the reprocess method. If additional information is received, this report will be supplemented.